Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h833303506, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
An admission label for the patient from the hospital was received, indicating the patient was inpatient. The date of service was confirmed as (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot #: h833303506, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-jul-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mg/ml at 145.3 mcg/day) via an implantable pump for intractable spasticity/other spasticity. It was reported during a pump replacement on (B)(6) 2019, the hcp could not successfully draw cerebrospinal fluid (csf) out of the catheter access port (cap). On opening the spinal incision, it was found the catheter had broken, and part of it had migrated into the patient's intrathecal space. The catheter was partially explanted/replaced on the same date; it was indicated there was still part of the spinal catheter in the intrathecal space. It was indicated the issue was resolved, however, it was reported the patient status was alive - with injury. This was clarified as the patient had an extended operation that was not planned for, as it was originally planned for a pump replacement, but then the patient ended up needing a catheter replacement as well. There were no known contributing factors to the event. The catheter would be returned. There were no reported symptoms. Further complications were not reported or anticipated.